Manufacturer narrative:
(B)(4).  Physio-control has attempted to gather the device from the customer for evaluation but has been unsuccessful in reaching the customer.  It is unknown if the device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer has any voice prompts when the on/off button is pressed and the device lid is opened.  In this condition, the device may not be functional on a patient.  There was no report of any patient use associated with the reported issue.